Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The service engineer (se) inspected the device and replaced the cpu reloaded software. A central processing unit (cpu) printed circuit board assembly (pcba) was returned for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component piezo buzzer (ls1) insulation resistance being out of specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error code (1104) backup alarm failure. There was no patient involvement.